Manufacturer narrative:
(B)(4). Batch # l54184. The analysis results showed that one ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. In addition one b-shaped staple was noted on cartridge deck. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no malformed staples were noted during the visual inspection. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # l54184.

Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure, the black cartridge was used on the first staple line. The staples didn't form as b shape and caused a serosa tear. The surgeon performed hand sewing to repair serosa tear and deformed staple line. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient. Eighteen reloads will be returned. (B)(4).